Event description:
Lap-band system website submission: "my aunt died from using lap-band, they told her she had gallstones, turns out the band slipped and was tangled in her intestines, she ended up getting gangrene on part of her intestines." After multiple requests for further information allergan has been unable to substantiate the alleged events. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
The product associated with this report will not be returned for analysis. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. No additional information has been reported to allergan regarding the serial number, implant or the explant date. The information has not yet been received by allergan and at this time, the family is not willing to further discuss the event. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of a band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. Device labeling addresses the possible outcome of a band slippage as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Warning: laparoscopic or laparotomic placement of bioenterics lap-band system is major surgery and death can occur. Patient information labeling notes the possible outcome of general risks as follows: "using the lap-band system includes the same risks that come with all major surgeries. There are also added risks in any operation for patients who are seriously overweight. You should know that death is one of the risks. It can occur any timel during the operation. It can also occur as a result of the operation. Death can occur despite all the precautions that are taken." At this time, we are unable to substantiate this alleged report of which may have previously been reported. MFR report number 2024601-2005-00213 may be possible duplication of this event, however, we were unable to substantiate either event. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.